Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator has a black mark on the display. The epg was returned for service. No patient complications have been reported as a result of this event.